Event description:
On 12/01, baxter received a report from a plasma center of a donor who developed a blood clot at the site of the venipuncture on their left (l) arm, six days after a plasmapheresis donation (10/01) on the autopheresis-c instrument. There is no documentation from the center that indicates any issue during set up of the kit, or with the preparation/completion of the venipuncture. There was no report of a hematoma at the time of the donation. According to donor center records the donation procedure was uneventful. Consequently, the kit was discarded. The same donor also donated on 10/2001, (right arm phlebotomy), with no documentation of any issue with the left vp site at that time, nor any complaint from the donor. The donor center became aware of this event 5 days later, when the donor contacted them indicating symptoms had presented themselves 2 days ago, resulting in their seeking medical attention that same day. Pt indicated being hospitalized, and released the following day (two days hospitalization). Donor was treated with heparin therapy while at the hospital. The plasma center's physician substitute, which took this initial report, requested that the donor contact the center immediately should any further problem develop. The plasma center's medical director was notified of this event. The plasma center medical director, who followed up with the donor's physician, documented that the private physician diagnosed thrombophlebitis at the vp site (left arm) and presumed propagation to deep system (i.e.: deep vein thrombophlebitis). The plasma center md also documented that appropriate care was provided to this donor and deferred the donor from any further plasmapheresis donations. The donor center made a follow-up call to the donor at which time the donor indicated that donor was "doing ok", with no further problems at that time. Donor has a follow-up appt. Scheduled with their private md.